Event description:
The patient received her scs system, including an ipg, for the treatment of migraines (off-label) on (B)(6) 2010. It was reported the patient experiences a heating sensation at the ipg pocket during charging. The pt currently charges 20-30 minutes at a time and uses a material spacer between the ipg and the charging antenna. Attempts to obtain add'l info regarding the pt's condition and/or device status were unsuccessful. According to the MFR's device registration system, the ipg remains implanted. No further pt's complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.